Event description:
A customer reported to magellan diagnostics that upon receiving a new lot 2418m-00 leadcare ii blood lead test kit (catalog number 70-6762), when she opened the level 1 control vial for the first time, the vial snapped and glass from the top of the vial remained inside the cap. Magellan provided the customer with a set of replacement controls and instructed her to discard the controls that she had initially received. The customer did not provide magellan with a photograph of the damaged control vial. The damaged component could not returned to magellan diagnostics for evaluation. The reporter stated that no injuries or harm occurred as a result of this event. Magellan diagnostics is reporting this incident under the medwatch program in an abundance of caution as the malfunction could have contributed to an injury.

Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.